Event description:
The facility was treating with a hdr remote afterloader using a gyn cylinder. The facility completed the treatment; however, when the ir-192 source was retracting from the last dwell position, the source did not fully retract into the shielded safe. The error code recorded by the treatment unit console indicated a constriction on the in-drive of the source at a location between the transfer tube and indexer junction.